Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated date. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an infection at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2019 to explant the ipg. Patient has been hospitalized after the surgical intervention, and given intravenous antibiotics over the course of several days to address the infection.